Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The plastic covering of the metal locking lever was missing. The detached plastic covering was not returned back for investigation . The remaining attached metal locking lever was observed. The locking lever was evaluated for mechanical evaluation. The lever was not able to move in the locking position. The knob was evaluated and showed no signs of defects or nonconformities. Based on the return condition of the device, the reported complaint "detachment of device or component" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer when the customer tried to close the locking lever to secure the device to the retractor, the part came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer when the customer tried to close the locking lever to secure the device to the retractor, the part came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.